Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Additionally, due to the limited information available, and this article covering several patients across different sites, a cause for the patient effects of death (non-cardiovascular death, cardiac death and/or vascular death) could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The UDI number is unknown as the part and lot numbers were not provided. Literature titled, multisociety expert consensus systems of care document 2019 aats/acc/scai/sts expert consensus systems of care document: operator and institutional recommendations and requirements for transcatheter mitral valve intervention.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to: single leaflet device attachment/slda, complete clip detachment, heart failure, death, cardiac arrest, embolism, foreign body, hemorrhage, transient ischemic attack, recurrent mitral regurgitation, worsening mitral regurgitation, mitral stenosis which resulted in prolonged hospitalization, medical intervention, surgical intervention.. Specific patient information is documented as unknown. Details are listed in the article, titled, "multisociety expert consensus systems of care document 2019 aats/acc/scai/sts expert consensus systems of care document: operator and institutional recommendations and requirements for transcatheter mitral valve intervention." No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.